Event description:
It was reported that the orange valve part of the foley catheter hub was missing from the beginning.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the orange valve part of the foley catheter hub was missing from the beginning.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. The product was used for urological care. Based on the evaluation, observed that there was no cap assembled at the inflation funnel. No trace of capping mark was observed at the funnel. The assemble process of the cap at the inflation funnel is part of the manufacturing process. This indicates that the manufacturing process can produce this type of defect. Therefore, this complaint is confirmed manufacturing related. A potential root cause for this failure mode could be incorrect valve orientation due to operator error that cause capping process not able to proceed. A review of the device labelling has been conducted for investigation purposed. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Corrections: d, e, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.